Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v287550, implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, lot# serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3888-45, lot# v442468, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that in (B)(6) 2013, the patient traveled to the east coast by plane. It was stated that before getting on the plane, the patient turned off her stimulator. During the flight, the patient was reported as having begun to feel pain again and was going to turn her stimulator on again, but could not because her patient programmer did not work and nothing came up on the screen. It was noted that after the plane had landed, everything worked fine for the patient.